Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the electrode of this subcutaneous system displaced. The patient was seen for follow-up and device troubleshooting performed. The physician has agreed that an electrode revision, to include a three incision technique, is needed however, to date that patient has been released with only re-programming performed. To date, no resulting adverse patient effects were reported and the physician is to work with the patient to schedule an electrode revision at a later date. During the subsequent revision, the physician reviewed x-ray imaging and confirmed that when the patient was in a laying position the electrode appeared to be straightened. Therefore, physician decided to open the third incision in order to suture the lead to fascia, and has not opened the xiphoid incision. The induction was performed post revision with success at 65j; secondary vector with a gain of one and 76 ohms measurement. No further technical or additional assistance required. The date, the product remains implanted and in service with no further complications.